Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n084126018, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was reacting ¿similar to two previous incidents¿ in reference to information reported under manufacturer report # 3004209178-2014-09176. An inflammatory mass was reported. The patient had a MRI the day before the day prior to the date of this report and the health care provider (hcp) indicated that they ¿might see a granuloma¿ or air bubble at the catheter tip. A CT scan was also done but there were no results yet. The hcp reportedly told the reporter that a fluoroscopy was done a week ago the day before the day prior to the date of this report and supposedly dye was used. It showed the catheter was patent. The hcp was able to aspirate 3cc of fluid. It was then reported on (B)(6) 2014 the patient went to get a refill and the nurse tried to access ¿the side port¿ but couldn¿t find it. The nurse didn¿t use a template according to the reporter. The patient went home and 8 hours later, at 5:00pm that evening, ¿with 15 minutes¿, the patient had a ¿full on set of spasm¿ and nerve pain. As a result, the patient ended up being in the ER (emergency room). Currently, the patient was only using oral medication within the last 24 hours. The patient was on baclofen, morphine and dilaudid. It was noted the patient was ¿due to have a pump replacement this year anyway¿ thus the hcp was going to schedule for replacement. The reporter was to meet with the hcp ¿later¿. The device system was used to deliver bupivacaine, baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.